Manufacturer narrative:
MDR 3003442380-2024-02126 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states . On 17 apr 2024, it was reported that two infusion set cannulas were bent and events occurred on (B)(6) 2024. The patient noticed the symptoms three or more hours after insertion in thigh and infusion set was in use for less than 24 hrs. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.